Manufacturer narrative:
(B)(4). Restenosis of the stented artery may occur during this type of procedure and as listed in the instructions for use, restenosis of the stented artery is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Information available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. A definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
It was reported via trial that approximately 20 months post xact stent implantation in the left internal carotid artery, the xact stent was found to be 95% stenosed. The patient was hospitalized and an xact stent was placed as treatment. Post procedure stenosis was reduced to 0%. There was no adverse patient sequela and one day post-procedure, the patient was discharged to home. There was no additional information provided.